Manufacturer narrative:
(B)(6).

Event description:
It was reported that signal loss over one hour occurred on for transmitter with serial number (B)(6). However, transmitter with serial number (B)(6) was returned for evaluation. An external visual inspection was performed and passed. Transmitter voltage was performed and passed. Pairing test was performed and passed. A review of the share logs was performed and signal loss over one hour undetermined for serial number (B)(6) within the investigation window.  The allegation was undetermined. The probable cause could not be determined. The reported event of signal loss over one hour is reportable. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that signal loss over one hour occurred. Data was received for evaluation. However, the alleged product is not present within the investigation window. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.